Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.